Event description:
The patient was presented with a basilar artery stenosis that measured 0.5mm in diameter and =/<2.0mm in length. The lesion was just proximal to a lesion that was treated approximately 5 years ago with a coronary stent. The patient was symptomatic despite medical therapy. The patient was admitted for an intracranial angioplasty and stenting procedure with the wingspan stent system. The patient had an extremely tortuous vertebral artery with multiple loops. A 5f guider soft tip xf guiding catheter was used, after a 6f cordis envoy failed, and overall vascular access was very challenging. Access to the lesion was obtained using an excelsior sl-10 microcatheter and a transend 14 soft tip guidewire. An exchange maneuver was completed and a transend 300 floppy guidewire was placed across the lesion. A gateway 2.0mm x 9mm pta balloon was advanced to the lesion site and was inflated slowly to nominal (6 atm). The balloon was deflated and removed. A small dissection flap was noted. A wingspan stent system 3.0mm 15mm was prepped and advanced to the lesion site. However, the wingspan stent system would not cross the lesion. The system was removed. A gateway 2.25mm x 9mm was advanced to the lesion site and slowly inflated to nominal (6atm). The balloon was deflated and removed. The same wingspan stent system was advanced over the transend 300 floppy guidewire to the lesion site with difficulty. The stent system was positioned appropriately across the lesion; however, when the physician attempted to advance the inner body to buttress against the stent the inner body would not advance. The physician said it felt locked up. After a few attempts to advance the inner body the entire system was removed. The procedure was essentially started over as lesion access was re-established and a new transend 300 floppy wire was exchanged and placed across the lesion. A wingspan stent system 3.5mm x 15mm was prepped and advanced over the transend 300 to the lesion site. The stent was positioned properly and deployed. The physician attempted to carefully remove the stent catheter system post deployment but could not do so. An angio was taken and there was no significant flow beyond the lesion, as the catheter across the now angioplastied and stented lesion appeared to be occlusive. The physician carefully manipulated the microdelivery catheter and used various techniques to ensure that no part of the system was "hanging up" on the stent. Finally after repositioning the guide catheter and applying gentle pressure the microdelivery catheter was freed and the system removed. An angio was performed and perfusion appeared normal with no signs of extravasation. It was noted that the lesion was still very tight despite angioplasty and stenting but flow appeared to be imporved according to the physician. The patient woke up perfectly and appeared normal and neuroloically intact post procedure. Approximately 3 to 4 hours later, while examining the patient, the physician noticed acute neurological changes. A CT was performed and confirmed a subarachnoid hemorrhage. A ventricular drain was placed in the patient and the patient's expected outcome was uncertain. The cause of the hemorrhage was/is uncertain though the physician felt that a reperfusion hemorrhage was the most likely cause given the timining and sequence of events the next day, the patient was removed from life support.